Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device experienced three episodes of syncope. The cause of the syncope was undetermined.

Event description:
Additional information was received that the patient passed away nine months later. There was no information linking the device to the patient death.

Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. Records indicate that this device remains in service. At this time, no other information is available. If additional information becomes available, this report will be updated.